Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a blockage in the tubing. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.